Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 58775104, bowed conical stem 18 x 195mm restoration modular hip system; cat# 6276-7-218; lot# caxta1ed, 21mm mod rev hip bdy/blt +10mm component level 9006-1-121; cat# 6276-1-121; lot# 54854703, tritanium revision acetabular; cat# 509-02-60f; lot# at4m55, gap plate screws; cat# 2080-0020; lot# 5j1539, gap plate screws; cat# 2080-0025; lot# wh7tjw, gap plate screws; cat# 2080-0025; lot# 8534hn, gap plate screws; cat# 2080-0020; lot# 155ha8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. A head/ liner exchange with washout was performed. Rep provided the primary and revision usage sheets and confirmed that no further information will be available.